Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan timeout/scan error was reported with the freestyle libre sensor and customer was unable to obtain readings via sensor scan. As a result, customer experienced a seizure and loss of consciousness and had contact with an hcp who administered glucose for treatment. There was no report of death or permanent impairment associated with this event.